Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the past month the pump battery was noted to be depleting quickly. In once instance the customer reported the pump battery depleted quickly and the pump shut off during the night causing the customer's blood glucose(bg) level to elevate. Reportedly the customer's bg level has been elevated to was 475 mg/dl. The customer took manual injection. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.